Manufacturer narrative:
(B)(4). The customer sent in a sample for an evaluation however the sample was misplaced. An evaluation was not performed on the sample; therefore the reported condition was not confirmed nor was a cause identified. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) of an unknown number of administration sets that were broken. It was reported that the sets broke after use and that the end of the set that goes into the three way stop cock snapped. This condition occurred after usage. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.